Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that atrial high thresholds were noted. Upon further investigation, the atrial lead as found to have dislodged. During reposition, it was found that the helix of the lead did not work. The lead was explanted and replaced. No patient complications have been reported as a result of this event.